Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and blank display. The customer stated that insulin pump had a pump error but did not remember what number. Customer states that after pump error they received multiple battery errors and place battery alerts. Customer states that there was no damaged to pump. Battery cap was also intact. Customer states that they tried placing multiple new batteries but pump did not take batteries. Customer states that the pump had a blank display. After restart issue did not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. P-cap locked in place properly during testing. Device passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Device received with normal operating currents. No relevant alarms in adapt download history file to confirm a battery failure. Device also received with constant pump error 38 alarm during rewind. Unable to perform displacement test due to constant pump error 38 alarm during rewind. Proceed it by cutting unit open and perform a visual inspections of connectors and electronic stack. Pump error 38 alarm during rewind due to motor gear box jammed. No moisture damage or components damage noted during visual inspection. No physical damage noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.